Event description:
The facility reported a flogard infusion pump that presented "alarm 38." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported problem of a flogard infusion pump with an f-38 alarm was confirmed in the sample evaluation. The cause of the problem was right sensors of channel 1 and 2 were damaged. The tube misloading sensors right of channel 1 and 2 were replaced onsite at the facility by a baxter field service technician.